Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic with several episodes of non-sustained rv oversensing due to myopotentials oversensing. Isometrics, deep breathing, and pocket manipulation exercises were performed to reproduce the noise, but the signals could not be reproduced in real time. Programming changes were recommended.